Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. When trying to power back up, the device displayed an external power failure message and would not power up. Complainant indicated that the clinician switched over to a bag value mask to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the customer's report. The device was recertified and returned to the customer. Its important to mention the external power supply was not returned for evaluation. No trend is associated with reports of this type.